Event description:
Unit was on a patient and the front panel had the mode indication and other indications changing without operator intervention. No patient injury occurred. The unit was removed, the patient bagged and another vent placed on the patient. The unit has not been repaired yet. The customer reported that this happened once before a year ago but it was not reported.